Event description:
A shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the ostium of the right coronary artery (rca). It was reported that during the third pulse cycle the patient developed ventricular fibrillation (vf) requiring cardioversion. After stabilization, the team elected to stop ivl and switched to a scoring balloon and non-compliant (nc) balloon, resulting in a sub-optimal outcome. The patient is currently doing well.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the reported information, the cause of the ventricular fibrillation and subsequent cardioversion for arrhythmia could not be determined. There was no reported ivl catheter malfunction. Shockwave has warnings and precautions in the device instructions or use related to these types of events which are referenced below. Ivl generates mechanical pulses which may cause atrial or ventricular capture in bradycardic patients. In patients with implantable pacemakers and defibrillators, the asynchronous capture may interact with the sensing capabilities. Monitoring of the electrocardiographic rhythm and continuous arterial pressure during ivl treatment is required. In the event of clinically significant hemodynamic effects, temporarily cease delivery of ivl therapy. In the cad iii study, there were no serious adverse events associated with ivl-induced capture including arrhythmia. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.